Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4). The dentist reported that 1 month after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved, immediate implant and immediate load were performed and bone graft was executed.